Event description:
On (B)(6) 2011, customer reported that they ran a quality control check for creatinine, on the lx20 pro instrument, and received a "reagent in reaction cup low" error. Customer cleaned the cup and performed a lamp calibration, but still received the same error. Customer pulled the creatinine module and found the cup was leaking. No injuries were reported and no erroneous results were generated. Field service engineer (fse) examined the instrument and found creatinine reagent leaking at the syringe pump motor. Fse replaced the syringe pump assembly, performed calibration and ran a quality control check. No problems were noted by fse and all repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).